Event description:
It was reported that a smiths medical capnograph keeps rebooting and screen damage. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device built before tamper seal was implemented. The device lens is cracked. The device was tested and the power on off unit, visual inspection, and swap parts and the reported issue was duplicated. The reported complaint was verified after power on the returned monitor and the device would try to power up but keeps on flashing ?memory check error.? Due to the process of elimination, the main board was swapped with a good known board and the device powered up correctly. The main board failure was from impact sustained by the monitor during use and handling. The main board and crack lens were replaced. The c02 pump was found shifted. Due to all the evidence this is impact to the monitor. The root cause was due to user interface.